Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, this device exhibited intermittent capture and output. The device and associated ventricular lead (sjm 1488tc-46, (B)(4)) were explanted. A new cylos dr, (B)(4), was successfully implanted.